Event description:
The user informed siemens healthcare that due to a joystick error, the patient table drives all the way to the head or foot end depending on which direction the joystick is moved. The user cannot stop the movement by means of the joystick. The system is no longer functional. There was no patient involvement in this case and no injury occurred. It is assumed that in worst case scenario, a serious injury may result if the issue recurs. For example, a person could be crushed between the table and any object that was placed in the systems movement path contrary to the instructions in the operator manual. The user has the possibility to stop system movement anytime by pressing an emergency stop button.

Manufacturer narrative:
Manufacturers preliminary analysis: the cause for the issue was a malfunction of the joystick for table movement. The investigation is ongoing. A supplemental report will be submitted if addition information becomes available upon completion of the investigation.

Manufacturer narrative:
Siemens healthcare investigated the reported issue in detail. The complaint information and additional information of the service organization were evaluated, and the provided logfiles were examined. Investigation showed that the described prolonged movement of the table was related to the multifunctional joystick for table movement. On the day of the failure event, the log files show several movements that lasted for more than 9 seconds and that were all operated by the joystick for table longitudinal/transversal movement. This confirms the information received from the service organization that the affected joystick was sticking. Thus, the table moved to its mechanical limit at the head respectively foot end after the movement was triggered by the operator. Since the concerned system software version is not equipped with a dmg functionality, the table movement is continued as long as the joystick is outside its central position. However, all system movements can be stopped at any time by pressing one of the emergency stop buttons of the system. The emergency stop buttons are placed prominently and visible for the operator. Their location is indicated in the operator manual xpd3-500.620.01.01.02 in chapter ¿system safety¿ on page 31-32 / 392. According to the service organization the joystick assembly was cleaned and lubricated. Since this service intervention, the problem did not recur. It was not necessary to replace the part. The spare parts consumption rate of the affected part (joystick module 5 multifunc. Joyst., material number 10357930) shows values below the defined threshold. Since the system was repaired on-site and no general problem was identified the complaint is closed with the statements above and without further measures.